Manufacturer narrative:
No button error alarm during testing. However insulin pump had intermittent esc and act buttons response due to corroded keypad traces. Insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.